Event description:
It was reported that tandem mobi pump battery would not charge even when customer used charging pad, cable, wall adapter, and a confirmed working wall outlet. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to keep wall adapter plugged into a working outlet for at least 30 minutes, then to try a different charging pad, and when this did not resolve the issue technical support arranged replacement charging supplies with two-day shipping, advised customer to rely on injections if pump battery depleted before supplies arrived, and attempted follow up by phone and email before closing case.